Manufacturer narrative:
Pending investigation. Concomitants: 320-05-21 - +5 extra lat left tray, (B)(6); 320-20-00 - eq reverse torque defining screw kit, (B)(6); 320-20-01 - left augment std, (B)(6); 320-42-03 - 145-deg pe 42mm hum liner +2.5, (B)(6); 802-001 - t-handle, torque limiter single use, ao connect, (B)(6).

Event description:
As reported, approximately one year and ten months following total shoulder arthroplasty (tsa), the patient underwent left shoulder revision due to the patient claiming it was dislocating. The device was changed from a 42+2.5 liner to a 42+2.5 constrained liner. There was no reported breakage of the device or surgical delay/prolongation. The patient was last known to be in stable condition following the event.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The reason for the reported revision due to dislocation cannot be conclusively determined; however, it may be due to soft tissue imbalance, rotator cuff failure, patient anatomy, implant positioning, and/or implant selection. Dislocation is a known risk, as outlined in the IFU. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.